Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain all the time'), menorrhagia ('15 day period'), uterine adhesions ('I had adhesion upto my liver, my uterus fused to my abdominal wall, in turn also fused to my intestines, bladder, and my uterus, tubes, and cervix fused to each other / mu uterus was literally burnt shut to the openings of my tubes and cervix') and genital haemorrhage ('bleeding never stopped') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine adhesions (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("painful cramps"), menstruation irregular ("irregular cycles"), alopecia ("hair loss"), abdominal distension ("fighting the belly bloat always"), muscle contractions involuntary ("the labor like contraction once that knocked you off your feet"), urinary incontinence ("my bladder is fused to my uterus. I leak badly") and post ablation tubal sterilisation syndrome ("post ablation tubal sterilization syndrome"). The patient was treated with surgery (ablation, adhesion was surgically cut off and stitched and hysterectomy/ laproscopically assisted vaginal hysterectomy/ablation d and c). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, uterine adhesions, genital haemorrhage, abdominal pain lower, menstruation irregular, alopecia, abdominal distension, muscle contractions involuntary and urinary incontinence outcome was unknown and the post ablation tubal sterilisation syndrome had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, genital haemorrhage, menorrhagia, menstruation irregular, muscle contractions involuntary, pelvic pain, post ablation tubal sterilisation syndrome, urinary incontinence and uterine adhesions to be related to essure. The reporter commented: in 2012 she went in to the doctor that implanted for 3rd time. The bleeding never stopped, the ablation failed. Her adhesions near her liver caused her peritoneal lining to shrivel up so doctor cut it off and stitched it and closed. Because had ablation patient not recommended hsg. Concerning the injuries reported in this case, the following ones was reported via social media: pelvic pain, dysmenorrhea, genital hemorrhage, menstruation irregular, alopecia, abdominal distension, adhesion, post ablation tubal sterilisation syndrome most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. Reporter information added. Event : post ablation tubal sterilization syndrome added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain all the time'), menorrhagia ('15 day period'), uterine adhesions ('I had adhesion upto my liver, my uterus fused to my abdominal wall, in turn also fused to my intestines, bladder, and my uterus, tubes, and cervix fused to each other / mu uterus was literally burnt shut to the openings of my tubes and cervix') and genital haemorrhage ('bleeding never stopped') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine adhesions (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("painful cramps"), menstruation irregular ("irregular cycles"), alopecia ("hair loss"), abdominal distension ("fighting the belly bloat always"), muscle contractions involuntary ("the labor like contraction once that knocked you off your feet"), urinary incontinence ("my bladder is fused to my uterus. I leak badly") and post ablation tubal sterilisation syndrome ("post ablation tubal sterilization syndrome"). The patient was treated with surgery (ablation, adhesion was surgically cut off and stitched and hysterectomy/ laparoscopically assisted vaginal hysterectomy/ablation d and c). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, uterine adhesions, genital haemorrhage, abdominal pain lower, menstruation irregular, alopecia, abdominal distension, muscle contractions involuntary and urinary incontinence outcome was unknown and the post ablation tubal sterilisation syndrome had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, genital haemorrhage, menorrhagia, menstruation irregular, muscle contractions involuntary, pelvic pain, post ablation tubal sterilisation syndrome, urinary incontinence and uterine adhesions to be related to essure. The reporter commented: in 2012 she went in to the doctor that implanted for 3rd time. The bleeding never stopped, the ablation failed. Her adhesions near her liver caused her peritoneal lining to shrivel up so doctor cut it off and stitched it and closed. Because had ablation patient not recommended hsg. Concerning the injuries reported in this case, the following ones was reported via social media: pelvic pain, dysmenorrhea, genital hemorrhage, menstruation irregular, alopecia, abdominal distension, adhesion, post ablation tubal sterilisation syndrome. Amendment: the report was amended for the following reason: this case is marked for deletion due to duplicated is identified with fu information. This case was found to be duplicate for case (B)(4). No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain all the time'), menorrhagia ('15 day period'), adhesion ('I had adhesion upto my liver, my uterus fused to my abdominal wall, in turn also fused to my intestines, bladder, and my uterus, tubes, and cervix fused to each other / mu uterus was literally burnt shut to the openings of my tubes and cervix') and genital haemorrhage ('bleeding never stopped') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("painful cramps"), menstruation irregular ("irregular cycles"), alopecia ("hair loss"), abdominal distension ("fighting the belly bloat always"), muscle contractions involuntary ("the labor like contraction once that knocked you off your feet") and urinary incontinence ("my bladder is fused to my uterus. I leak badly"). The patient was treated with surgery (ablation, adhesion was surgically cut off and stitched and hysterectomy/ laparoscopically assisted vaginal hysterectomy/ablation d and c). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, adhesion, genital haemorrhage, abdominal pain lower, menstruation irregular, alopecia, abdominal distension, muscle contractions involuntary and urinary incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adhesion, alopecia, genital haemorrhage, menorrhagia, menstruation irregular, muscle contractions involuntary, pelvic pain and urinary incontinence to be related to essure. The reporter commented: in 2012 she went in to the doctor that implanted for 3rd time. The bleeding never stopped, the ablation failed. Her adhesions near her liver caused her peritoneal lining to shrivel up so doctor cut it off and stitched it and closed. Because had ablation patient not recommended hsg. Concerning the injuries reported in this case, the following ones was reported via social media: pelvic pain, dysmenorrhea, genital hemorrhage, menstruation irregular, alopecia, abdominal distension, adhesion. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.